Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v792267 serial# implanted: (B)(6) 2012 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional reported that the they replaced the battery and lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had ins replacement on (B)(6) 2016 and since then, she has not felt stimulation and was not making it to the bathroom. She stated she did not get the sensation that she had to go and did not get time to pull her pants down. It was noted that the therapy was on and was at program 3 at 5.1. There was no stimulation felt and no symptoms relief. Additional information from the physician reported that the patient was seen on (B)(6) 2016 and it was noted that there was a ¿battery changed interstim icom¿ (no battery). They ¿changed batteries in interstim, provided additional batteries reviewed on how to program interstim and added 2 new programs¿. No battery was in the interstim and the patient needed review of how to program and use interstim. Patient interstim was on (no battery) changed ¿ only had program 3 anf used 100% of time. The patient had stimulation in perineal area on program 4 amp 4.6. Additional information was received on (B)(6) 2017 from the consumer stating that their device was removed because they couldn't feel stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.